Event description:
It was reported that the bd syringe 60ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that several 30ml syringes and 50ml syringes that have black spots. Rcc received a complaint via email. Caller in pharmacy states he has several 30ml syringes 302832 and 50ml syringes 309653 that have black spots. He states they look like they are in the molding of the syringe. The certificate of compliance states product spec sp100001.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.